Event description:
Patient reported right side implant exchange with no complaint against the device. Device has been explanted. Healthcare professional reported possible deflation on a unknown side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19/mar/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found, therefore, no additional actions are deemed required. The trend of (B)(4), fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, right side implant exchange with no complaint against the device. Device has been explanted. Healthcare professional, later reported, possible deflation on a unknown side.

Event description:
Patient reported, right side implant exchange with no complaint against the device. Device has been explanted. Healthcare professional reported, possible deflation on a unknown side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed, openings on the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.